Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between 02/03/2017 and 04/03/2017. The device was received for evaluation containing drug fluid in the bladder. Based on the drug label affixed on the returned units, drug piperacillin/tazobactam and sodium chloride 0.9% solution was filled inside the bladder. During visual examination, evidence of excess drug precipitate was observed in the solution of the bladder. When the luer cap was removed, flow of fluid was not observed coming out at the distal of the unit. The cause of the flow problem was determined to be excess drug precipitate; therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.